Event description:
The pump was returned to animas and investigated. Investigation revealed a dislodged force sensor circuit component. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. During testing, the pump was attempted to exercise for 24 hours however the pump alarmed for an occlusion. The pump was opened and a force sensor circuit component on the printed circuit board was found to be dislodged. (B)(4).